Event description:
It was reported to the company that sometime within the past 6 months (exact date unknown) a cuff on an unidentified model of endotracheal tube would not inflate after patient intubation. The patient was reintubated with another unidentified tube of same size and the cuff remained inflated. The patient was eventually transferred to the ICU. Later, at an unspecified date and time the patient expired.